Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer retractor band was shorted out. A field service engineer replaced retractor band and controller board to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stop responding due to drawer failure. During device inspection, a field service engineer found there was a defective drawer board and shorted out retractor band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-oct-2022 to 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer retractor band was shorted out. Damage caused by excessive heat, electrical discharge. A field service engineer replaced the retractor band and controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stop responding due to drawer failure. During device inspection, a field service engineer found there was a defective drawer board and shorted out retractor band. There were no adverse events or injuries reported based on this event.